Event description:
On (B)(6) 2018 I had breast augmentation surgery, mentor memory gel smooth round high profile catalog # 350-4254bc 425cc implants were put in; 4 months after surgery started experiencing discharge from my right nipple. Tests were done to check pituitary gland and all were good. I seen my pcp as well as original plastic surgeon and left with no explanation. After about 2 months the discharge stopped but I have always experienced pain and discomfort in the right breast. Beginning (B)(6) 2021 my symptoms began to get far worse, unexplainable hair loss so severe I have bald spots and nothing helps to improve growth, skin rashes, acne on face and body that have never been an issue in my life, severe burning and redness in and around my eyes, dry skin, dry eyes and eye sight worsening, joint and muscle pains, dizziness, blackouts, migraines, nausea, pain in breasts worsened especially right side, neck stiffness, hands tingling, inflammation in face, hands and feet, extreme fatigue so bad I sleep more than awake, food intolerance, gut issues, memory loss, cant complete sentences, weight gain, ringing in ears, constant fight or flight mode. I've seen several specialists that have tried to help with symptoms to no avail and no treatment is helpful or corrects symptoms. My new pcp finally suggested possible issues with my implants and I agree. CT and MRI done and there is not a leakage that can be seen. Pain in right breast continues to worsen to the point wakes me up. Looking to explant asap. FDA safety report ID # (B)(4).